Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose event. The customer¿s blood glucose was 19.0 mmol/l at the time of call. Customer stated that the insulin pump alerted that calibration is required and her blood glucose reading was 25.2 mmol/l. Customer was advised not to calibrated sensor on low or high blood glucose reading. Customer was advised to take her blood glucose reading and it was at 23.6 mmol/l and unable to calibrate sensor due to blood glucose reading was above 22.0 mmol/l. Customer declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.